Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number r40p1m, and no non-conformances were identified.

Event description:
It was reported that during a thyroidectomy, the clips were falling off the tissue and scissoring when deployed. There was also an audible tactile feedback sound, when the clips were deployed. The doctor completed the procedure using clip appliers from a different lot. There were no patient consequences reported.

Manufacturer narrative:
Pc-000385523 (B)(4). Batch # r93u4c, r93699. Lot # r40g12. Device analysis: the analysis results found that the mcs20 device a was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 13 clips as intended. The analysis results found that four mcs20 devices b,c,d,e were returned inside the original packaging and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 20 clips as intended. As the devices were found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot number r40g12 , and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number r93u4c, r93699, and no non-conformances were identified.